Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset) has been confirmed. Upon evaluation the monitor reset during detect and treat testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor computer/analog pca. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.